Event description:
Healthcare profssional reported homepatient had shortness of breath while using the homechoice cycler for automated peritoneal dialysis therapy. Healthcare professional states home patient had been retaining fluid for several days before experiencing shortness of breath during therapy. Husband of home patient and the home patient discontinue treatment mid-therapy, before home patient had been fully drained, while experiencing shortness of breath. Therapy was discontiued during the night, and the home patient waited until the morning before calling the health care professional for instructions. Health care professional instructed home patient to immediately go to the emergency room; however, home patient refused and went to the dialysis center instead. Upon arrival at the dialysis center, home patient was still experiencing shortness of breath and health care professional again insisted home patient go to the emergency room. Home patient arrived at the emergency room of the hospital on 1/31/1999, and was administered oxygen and x-rays were taken. X-rays revealed home patient was in congestive heart failure and had pulmonary edema. While in emergency room, health care professional attempted to dialyze excess fluid from home patient using 4.25% dextrose solution; however home patient refused and would only use lesser strength 2.5% dextrose solution. Home patient continued dialysis using 2.5% dextrose solution while in emergency room for 6 hours. Home patient refused to be hospitalized and told healthcare professional "they can do dialysis at home just as well as in the hosp." Upon arrival back home, home patient examined the homechoice cycler and noted small slits in the membrane gasket. Home patient "felt" that slits in membrane gasket may be related to the incident. Heath care professional related home patient has also changed the programming of the homechoice, increasing the minimum drain volume percentage from 85% to 100%. Home patient requested homechoice cycler replacement. According to health care professional, home patient performed dialysis at home after returning from hosp with no further issues to report. Healthcare professional cannot say if home patient has completely recovered, as home patient is non-compliant and refuses to weigh herself and check her blood pressure daily.